Manufacturer narrative:
(B)(4). Eleven single-use devices were received for evaluation. For one device, visual inspection revealed that the luer was damaged. The reported condition was verified. The cause of the condition could not be determined. One device was received for evaluation without its flow restrictor. The tubing line had been cut by the customer to drain the fluid out of the bladder. A functional leak test was performed by clamping the tubing line then filling the bladder with water. During and after fill, no signs of a leak were observed. The reported condition was not verified. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak/backflow was observed from the fillport. Further inspection revealed that the leak/backflow at the fillport was due to a glass fragment measuring 2.17 mm in length, lodged under the device¿s checkband. The reported condition was verified. The most likely cause of a glass fragment becoming lodged under the checkband is user filling technique. Glass ampules used for filling the device without a filter can result in this type of event. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak/backflow was observed from the fillport. Further inspection of the fillport revealed that the cause of the leak/backflow was due to a particle lodged under the device¿s checkband. The particle was identified to be acrylic material using fourier transform infrared spectroscopy (ftir). The device¿s stressmember is made of acrylic. The reported condition was verified. The cause of the particulate matter could not be determined. For seven devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from any of the devices. The reported condition was not verified. The devices were found to be conforming product. A photograph of one sample was also provided for evaluation. Visual inspection of the photograph revealed fluid inside the bag that contained the device, indicating that a leak had occurred. The location of the leak could not be determined from the provided photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 14 </noe> malfunction events. It was reported that fourteen large volume infusors leaked. Two (2) devices leaked from the blue winged luer cap, five devices leaked from the fill port, one (1) device leaked from a cracked luer connector, and six devices were leaking from unspecified locations. One of the events involved a patient with no patient consequences. There was no patient involvement in thirteen of the events. No additional information is available.